Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during last fill. Per the initial report, the home patient (hp) had a system error 2367 (air in the set) alarm. The technical service representative (tsr) explained the alarm and helped the hp to clear the alarm. Global product surveillance contacted hp on (B)(6) 2011 regarding the reported problem. The hp stated that she was able to complete therapy with manual supplies. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of a system error 2367 alarm was not confirmed and the cause was not identified because the sample was not returned for evaluation, the patient did not describe any type of use error that might have caused the alarm, and a baxter employee did not identify the alarm in the event log of a returned device. Patient stated that she was able to complete therapy with manual supplies. The hp did not notice any defects with the original supplies. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.